Event description:
Medline industries cysto drape from cysto pack would not drain through the mesh fluid collection portion of the drape. This is the 3rd cysto drape in the last month that was identified with this issue. The first two were from lot # 19bbi244. (B)(4).